Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable to this device. All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially a report was received that a female patient received an injection of healon 5 in the eye following eye surgery. The doctor injected the product behind the eye as filler from glaucoma surgery. The patient experienced a migraine headache that required prescription medication, sumatriptan (imitrex). Follow up was conducted and additional information was provided by the patient. It was learned the patient underwent a trabeculectomy with shunt implant on (B)(6)2017 for glaucoma in her left eye. After the surgery, she had to see the doctor every 2 days to have amvisc injected because her eye was shallow. She had two amvisc injections; however, it wasn't working so the doctor decided to use healon 5 because it is thicker. During injections with the amvisc, the nurse told her she could get a headache. When the doctor used the healon 5, she was not informed about headaches. After a few hours, she got a headache and took 2 advils without relief. At about 11:30pm that night she had really bad pain above her left eye and eyebrow, even around her nose so she could not wear her glasses. She is prone to migraines and had imitrex on hand from a 2-year-old prescription. She had one pill left and took it. She said she hadn't had a migraine in 2 years. The next day she reported this to her eye doctor; who would not prescribe the imitrex; but offered only eye medications. She contacted her family doctor who did prescribe the imitrex which she took for 4 days before the migraine subsided. She did have additional injections with amvisc afterwards and her pressure is now 5. After her experience, she asked the doctor for the summary of his procedure so she would know what product was being used. She knew it was not amvisc as they stated the product being used was thicker and being tried because the amvisc wasn't working. She had followed up with the doctor since then and another doctor. She has recovered from the migraine. She does have blurry vision and was told she also has cataracts. She did recently get new glasses and can now see well. The blurry vision started after amvisc injections.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation; therefore, a device evaluation could not be performed. As the lot number is unknown for this event, it was not possible to perform a retained product investigation for the complaint. The reported complaint was not verified. Manufacturing records review: as the lot number is unknown for this event, it is not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: as the lot number is unknown for this event, it was not possible to perform a labeling review. Based on the information provided, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.